Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - report from the sales rep - "in the first attempt to deploy the bag, in the process that the metal supports were pushed with the thumb ring actuator to the end, the bag wasn't deployed properly. The user is not a beginner because the customer has used this device at least 100 times." According to the facility through the sales rep, the information below is unknown - "if the bag came off with the metal supports exposed or not when the metal supports were pushed with thumb ring actuator. If the thumb ring actuator was pulled or not, until the metal supports were fully pushed to endpoint. If the bead was sliding down to around center of the metal supports to interrupt deployment of the bag or not." Since the operation video was not recorded, the detail information and video are unavailable. Patient status - "no patient injury."

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged and the cord loop was cleanly cut, indicating that it was intentionally cut for bag removal. The exact root cause of the event could not be determined, as engineering was unable to confirm the complainant's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from distributor via email on january 9, 2016: it was asked whether or not the supports were exposed immediately after the supports came off from the distal end of the sheath while pushing them with the thumb ring. However, they could not obtain any productive answers for it. The facility mentioned the bag didn't work as usual. There is no further information for what is meant by "bag was deployed properly" or how the bag behaved differently than anticipated.